Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing device was removed and replaced. Upon explant, both cylinders were punctured with a suturing needle. The procedure was completed successfully and there were no patient complications reported.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing device was removed and replaced. Upon explant, both cylinders were punctured with a suturing needle. The procedure was completed successfully and there were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. Visual and microscopical inspection of the cylinder revealed leaks in both cylinder bodies result of sharp instrument damage which likely occurred upon explant. The cylinders could not be pressure tested due to the leak identified. The pump was visually and microscopically inspected; however, no damages were identified. The pump component passed the functional testing within specification. Upon visual and microscopical inspection of the reservoir, it was noted that the kink resistant tubing (krt) was worn down to the filament; however, there were no leaks, therefore the wear would not affect the functionality of the device. Based on the information available, product analysis could not confirm the reported allegations of inflation issues.